Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that patient presented to the clinic for follow-up visit. Upon interrogation, it was noted that the battery voltage was 2.57v and the longevity was reporting 4.2 years. Longevity calculation was performed and noted 2-2.5 years to eri, a difference of 2 years. The discrepancy in the longevity estimates is due to programmer longevity issue. A software update will be performed to resolve the issue.